Event description:
The pt was implanted with vented electric left ventricular assist device (lvad). Info was provided to the MFR that valve sounds were heard during auscultation and bleeding of the valve was thought to be the cause. The pt was brought to the or and the inflow valve was found to have eroded back into the stomach and was leaking. The inflow valve was wrapped with hemashield and sutured. It was immediately decided to replace the lvad with another lvad. Pt is now stable.

Manufacturer narrative:
The pt remains ongoing with the replacement lvad. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.